Manufacturer narrative:
Additional information provided: d.4 & h.4.

Event description:
It was reported that the tubing leaked. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing leaked.